Event description:
It was reported that the insulin pump alarmed low battery and change batter after 3 days of use between battery replacements. The blood glucose reading was 10.9 mmol/l. The customer stated that the insulin pump had a badly scratched screen, which required him to use the backlight in order to see all the numbers clearly. He was concerned with the screen getting worse and unclear. He noted that it was possible that the insulin pump had been rubbed against a wall. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.